Event description:
Dehydration [dehydration] cdif infection [clostridium difficile infection] high fever [fever] case narrative: initial information received on 30-oct-2018 from united states regarding an unsolicited valid serious case received from a pharmacist. This case involves adult patient who experienced dehydration, cdif infection and high fever, while he/she was using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date of 2017, the patient started using synvisc one injection dosage 8 mg/ml (lot - unk) via intra-articular route for product used for unknown indication. It was reported that patient was hospitalized twice due to dehydration, high fever and cdif infection. No further information provided. Final diagnosis was high fever, cdif infection and dehydration. Corrective treatment: not reported for high fever, cdif infection and dehydration. Outcome: unknown for high fever, cdif infection and dehydration. Seriousness criteria: hospitalization for the high fever, cdif infection and dehydration. A product technical complaint was initiated on (B)(6) 2018 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 05-nov-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly. Upon internal review on (B)(6) 2019 with the clock start date of (B)(6) 2018 the device malfunction incorrectly captured as 'yes' was corrected.

Manufacturer narrative:
Sanofi company comment on (B)(6) 2018: follow up information received does not change previous case assessment. Based on the limited information provided regarding this case, causal role of the company suspect product in the high fever, dehydration and clostridium difficile infection cannot be established. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Manufacturer narrative:
Sanofi company comment on 05-nov-2018: follow up information received does not change previous case assessment. Based on the limited information provided regarding this case, causal role of the company suspect product in the high fever, dehydration and clostridium difficile infection cannot be established. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Dehydration [dehydration]. Cdif infection [clostridium difficile infection]. High fever [fever]. Case narrative: initial information received on 30-oct-2018 from united states regarding an unsolicited valid serious case received from a pharmacist. This case involves adult patient who experienced dehydration, cdif infection and high fever, while he/she was using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date of 2017, the patient started using synvisc one injection dosage 8 mg/ml (lot - unk) via intra-articular route for product used for unknown indication. It was reported that patient was hospitalized twice due to dehydration, high fever and cdif infection. No further information provided. Final diagnosis was high fever, cdif infection and dehydration. Corrective treatment: not reported for above mentioned events. Outcome: unknown for the above-mentioned events. Seriousness criteria: hospitalization for the above-mentioned events. A product technical complaint was initiated on 05-nov-2018 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 05-nov-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.